Event description:
It was further reported that the de novo lesion was severely calcified and the device was removed from the patient intact. The intended use of the balloon was plain old balloon angioplasty.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous shunt. The 7.0mm x 40mm x 75cm mustang balloon catheter was advanced to the lesion and inflation was performed three times. Upon the third inflation to 19atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).